Event description:
It was reported that a catheter fracture occurred. The target lesion was located in the liver artery. A 135/10 renegade hi-flo kit was selected for use. The device was unpacked and the guidewire and protector were removed. Then the device was flushed through the flushing passages on both sides of the protector and the microcatheter was removed. However, the device was found deformed and fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a renegade hi-flo micro-catheter in the shipping hoop. The device was removed from the shipping tube. The hub, shaft and tip were microscopically examined. This device showed damage consisting of 1 fracture on the shaft located at 6.5cm from the hub. The shaft was not completely separated the inner liner was still connected. The stretching and the fracture that was noticed on the device are consistent with the device being removed from the shipping tube without being completely hydrated with saline. The device showed kink damage located approximately 6cm from the hub. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis.

Event description:
It was reported that a catheter fracture occurred. The target lesion was located in the liver artery. A 135/10 renegade hi-flo kit was selected for use. The device was unpacked and the guidewire and protector were removed. Then the device was flushed through the flushing passages on both sides of the protector and the microcatheter was removed. However, the device was found deformed and fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.